Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error-2" with the adc device. The customer was unable to obtain glucose results due to this error and became hypoglycemic with symptom described as loss of strength and "loss of knowledge". The customer required treatment with sugars by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to unk based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader. There were not trends that indicate any potential product related issues related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error-2" with the adc device. The customer was unable to obtain glucose results due to this error and became hypoglycemic with symptom described as loss of strength and "loss of knowledge". The customer required treatment with sugars by spouse. There was no report of death or permanent injury associated with this event.